Manufacturer narrative:
The following fields have been updated with corrections: h.6. Investigation summary: one opened integra shelf carton from batch 9142816 (p/n 305271) containing a total of 97 syringes in fully sealed blister packs were received and evaluated. One of the syringes was misassembled with the attached at an angle and some cross threading present. 96 of the syringes had the plunger rod fully depressed and the retraction mechanism activated. It was observed 3 of the syringes had a delayed retraction and 93 functioned as expected. The three syringes with delayed retractions were disassembled and each component was visually inspected. All three of the plunger rods had small scratches and/or indentations near the top, middle, and bottom. The misassembled syringe and the delayed retraction syringes were rejectable per product specification. Potential root cause for the misassembled hub and delayed retraction defects are associated with the assembly process. Both defects were likely due to a slight misalignment during assembly. No corrective actions are necessary based on the defective rate identified. Batch 9142816 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the misassembled hub and delayed retraction defects are associated with the assembly process. Both defects were likely due to a slight misalignment during assembly. Rationale: no CAPA required.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material no: 305271 batch no: 9142816. It was reported that the integra suctions to skin upon retraction of the needle at times the needle will not retract. Event description per email states: describe the event or problem: integra suctions to skin upon retraction of the needle, causing excess bleeding and pain for patients. At times the needle will not retract and has to be removed from the muscle before retracting back into the syringe.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material no: 305271, batch no: 9142816. It was reported that the integra suctions to skin upon retraction of the needle at times the needle will not retract. Event description per email states: describe the event or problem: integra suctions to skin upon retraction of the needle, causing excess bleeding and pain for patients. At times the needle will not retract and has to be removed from the muscle before retracting back into the syringe.

Manufacturer narrative:
H.6. Investigation: thirty-three 3ml integra syringes were received and evaluated. Thirty-two were in fully sealed blister packs from batch: 8309642 (p/n: 305271) and one was loose with an opened blister pack from the same batch and part number. The loose syringe had the retraction mechanism activated with the cannula concealed inside the plunger rod as expected. The plunger rod was depressed, and the retraction mechanism was activated on the thirty-two unused syringes. It was observed, one of the syringes had a significantly delayed retraction. This syringe was disassembled, and it appeared one of the blades of the cutter was bent slightly inward. The delayed retraction was rejectable per product specification. Potential root cause for the retraction failure defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material no: 305271; batch no: 9142816. It was reported that the integra suctions to skin upon retraction of the needle at times the needle will not retract. Event description per email states: describe the event or problem: integra suctions to skin upon retraction of the needle, causing excess bleeding and pain for patients. At times the needle will not retract, and has to be removed from the muscle before retracting back into the syringe.